Event description:
Customer reported that they erroneously scanned an incorrect pt sample label (account# (B)(6)) for a pt with account # (B)(6). Customer indicated that when they tried to edit the pt file in the instrument, the instrument saved the correct pt last name but the wrong pt first name. There was no report of injury due to this event.

Manufacturer narrative:
The event has occurred due to an operator error. Customer is being advised to edit making sure medical record number and account match correct pt name. All pt demographics were populated correctly. Customer successfully sent correct pt demographics to the lis (data management system). Instrument is performing as intended.